Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the associated defibrillator does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the electrodes were discarded.